Event description:
It was reported the high definition lcd monitor presented a screen that has gone black and no image appears. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Date of event is unknown. Additional information will be provided if available. In addition, the following reportable malfunctions were identified during the device evaluation: failure in printed circuit board and failure in bi board, the menu is not displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: black screen and no image was due to failure in printed circuit board which was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.